Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Medical staff reported "a rupture of the left side device discovered by MRI." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and one opening in the radius side assessed as fold flaw opening. (Shell thickness was within specification). Additional observations: ¿ red particle observed on the device. ¿ red particle observed on the gel. ¿ crease fold observed on the device. ¿ non penetrating nick (stress marks).

Event description:
Medical staff reported "a rupture of the left side device discovered by MRI." Device has been explanted.